Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with vns diagnostics testing. Vns revision surgery appears likely, but no surgery date has been set. Attempts for further info are in progress.